Manufacturer narrative:
Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 5057678, model/catalog description: linear 3-4 lead 50 cm.

Event description:
A report was received that the patients lead was fractured and was causing the patient to experience inadequate stimulation. The patient will undergo a revision procedure.